Event description:
It was reported that the patient had shocking or jolting sensation. It was noted that the patient was tying down a ratchet on a truck load and was using a lot of muscle to tie it down. It was noted that since then the patient had a shocking sensation with any movement from the left arm, sneezing or any sudden movement would trigger the shocking sensation. It was noted that the patient denied any falls or trauma. It was noted that case to 4, 5 and 6 were all showing 3,000 ohms when checking at 3 volts. It was noted that case to 7 showed 901 ohms. It was noted that reported that the shocking sensation would ¿bring it on and take it away.¿ it was noted that the impedance did not change with left arm movement. It was noted that palpation did not reproduce the shocking sensation. It was noted that the patient felt it down from the elbow to the hand. It was noted that when stimulation was off the shocking sensation did not resolve. Additional information received reported that an x-ray was ordered but the reported was not sure of the date or results. It was noted that the cause of the issue was work related and the patient was a truck driver and was cinching down a load and felt a shock after doing so. It was noted that exploration and revision of the extension was scheduled for (B)(6) 2014. It was noted that the patient still received effective therapy as they would rather endure occasional shocks than turn the device off and lose therapy. Additional information received reported that the revision had been postponed. It was noted that it looked like it would be done on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported the patient had their revision scheduled for the day of report. It was noted the plan was to replace the extension. It was stated when the doctor had accessed the lead/extension connector it was clear that the problem was the brain lead. It was noted the insulation was completely gone for the 2 inches closest to the end. It was stated it had looked like "it was pulled thin" and was mostly likely the result of the patient&#38112;work event. It was stated the connector was taken apart to view more closely. It was noted it was hooked back up and the impedances were checked. It was stated it "oddly had cleaned up" one of the three previous open circuits (#6). It was stated circuits 4, 5, and 6 were all previously open. It was stated a discussion would occur about re-implanting the patient's right brain lead. It was further reported the patient was scheduled for a lead revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had his new lead put in the day prior to the report. The damaged lead had approximately an inch of insulation compromised at the lead/extension connector due to the work event. The patient was doing very well with his new lead. The patient was programmed the morning of the report and had 100% tremor control once again. The impedances were all good. The damaged lead was completely destroyed during explant due to scarring of the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 7436, serial# (B)(4), product type: programmer, patient . Product ID: 3387-40, lot# j0555189v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# v000525, implanted: (B)(6) 2005, product type: lead. Product ID: 64002, lot# n347299, implanted: (B)(6) 2012, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).